Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the lesion was pre-dilated and another company's stent was pressurized to deploy. When the pressure reached 10 atm, a perforation occurred. The stent delivery system was removed and the esprit was engaged for hemostasis. During the first inflation, the balloon of the esprit ruptured at 6 atm. It was replaced by another company's balloon. The patient was transferred to surgery to treat the perforation. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. The lesion was moderately calcified, which could have contributed to the balloon rupture. Also, the esprit was used to expand a stent, which had not fully deployed, which suggests that the stent struts could have contributed to the balloon rupture. However, without a returned device for analysis, a definite root cause for the balloon rupture cannot be determined.